Manufacturer narrative:
(B)(4). Concomitant medical products: metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, item#: 01.00185.146, lot#: 2590657. Fitmoreâ®, hip stem, uncemented, offset b (extended)/8, taper 12/14, item#: 01.00551.308, lot#: 2585939. Metasulâ® ldhâ®, head, 48, code n, taper 18/20, item#: 01.00181.480, lot#: 2574606. Report source: foreign - france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient experienced severe pain. Risk of implant loosening and elevated cobalt-chromium levels was also reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 no product was returned or pictures provided: product evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device used for treatment. Medical records were not provided. With the available data a definite root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.